Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 1.8. Inratio: 1.6, lab: 1.8. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.2, 1.6. Patient's therapeutic range: 2.5-3.0 inr.